Event description:
It was stated that the customer passed away due to diabetes complications. The customer was not wearing the insulin pump at the time of death. The insulin pump is going to be donated per the family. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.